Event description:
Caller reported that the insulin gauge displayed a different amount than expected, specifically showing 70 units when 200 units were expected. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the caller loaded a new cartridge, and technical support advised them to call back if the problem recurs.